Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes had low draw. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated:defect: low or no draw quantity: 10 sticks. Effects: no effect on patients and users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes had low draw. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: defect: low or no draw. Quantity: 10 sticks. Effects: no effect on patients and users.